Event description:
It was reported that prior to implant, the device was unable to be implanted due to the grey battery bar indicator being displayed despite having the device indoors for the previous 48 hours. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).